Event description:
It was reported, that during a da vinci-assisted simple prostatectomy surgical procedure. The system had repeated error c-34 on the integrated electrosurgical unit (iesu). There was no device susceptible to creating magnetic interferences near the system. The technical support engineer (tse) guided the clinical sales representative (csr) to power cycle the iesu, but the error remained. The iesu was properly connected to a dedicated alternating current wall plug. The customer tested the other monopolar port with no success. The tse recommended, the use a force triad generator with a dedicated cable to connect to the vision side cart. The customer could connect a force triad generator to the personality module energy device (pmed), and the surgery resumed without any problem. The procedure continued as planned. There was no report of patient injury.

Manufacturer narrative:
Based on the claim against the product, by the customer noting that the system reflected repeated error c-34 on the integrated electro surgical unit (iesu). An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue and replaced the iese to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu involved with this complaint. However, failure analysis has not completed their investigation. As such, the probable root cause cannot yet be determined, based on the information provided. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered a reportable event, due to the following conclusion: the electrosurgical unit (esu) was replaced after the start of the procedure. And the surgeon was able to continue with the procedure robotically with a third-party esu. While, there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted. And may lead to an injury, due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in this a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for this d4 is not applicable. Field d6 is blank. Because the product is not implantable. Information for the blank fields in this e1 is not available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to reproduce and confirm the customer reported c-34 error issue. The unit was placed on an in-house system and was run in normal mode. Upon visual inspection, the returned unit was found to be in good condition. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.